Event description:
It was reported that the right ventricular lead had low impedance and that it had decreased since implant, possibly due to insulation failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.